Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, the two setscrews were loosened properly, but the lead could not be removed from the device header. The device header was cut with a forceps and the lead was able to be removed. The lead was tested on the pacing system analyzer (psa) with normal measurements. The lead remains in use with the new device. No adverse patient effects were reported.